Event description:
It was reported that the customer was hospitalized on two separate, undefined dates due to diabetic ketoacidosis. The customer's blood glucose level was not provided. Reportedly, the cause for the reported issue is an undefined pump malfunction. Multiple attempts were made to follow up with the customer regarding the reported issue; however, further information could not be obtained at the time of this report.